Event description:
Had absorb gt1 bioresorbable stent placed in lad artery about (B)(6) 2017. Then on (B)(6) 2017, 2300hrs started having chest pain again treated with .04 nitro x3 and saw my doctor next morning, was readmitted into hospital. Found restenosis were I had the stent placed before and had a new different stent placed in same place.